Event description:
Customer reported one false negative result for one patient. The customer communicated the result was confirmed positive by molecular (pcr testing). The patient was symptomatic.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.